Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous anterior tibial artery. The 2mm x 40mm x 145cm sterling monorail balloon catheter was advanced to the lesion. During an unknown inflation attempt, the balloon ruptured at 7 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was reported as 'good'.

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed dried blood and contrast present in the shaft and balloon. The balloon was in a deflated state. The balloon was inspected under magnification to locate the defect and a pinhole was confirmed in the balloon wall located over the distal markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material or the ro markers that could have contributed to the burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous anterior tibial artery. The 2mm x 40mm x 145cm sterling monorail balloon catheter was advanced to the lesion. During an unknown inflation attempt, the balloon ruptured at 7 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was reported as 'good'.